Event description:
The fe reported problems with the system not completing boot up. This resulted ina total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A board on the power circuit was repaired. The system was tested and found to be working as intended and returned to service.